Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 6.0x150 mm supera self expanding stent system (sess) was loaded onto a guide wire, the white tip was found to have fallen off of the device. The sess could not be smoothly threaded onto a guide wire that was in the anatomy. Another supera sess was used to complete the procedure. There were no reported adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to advance could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that the difficulty loading the tip contributed to the separation; however, there was no observations indication cause for the difficulty to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.